Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s blood glucose rose to 393 mg/dl after the ilet indicated the cartridge was empty, then appeared to show insulin in the cartridge about 45 minutes later, while records indicated the user initiated but did not complete a supply change, resulting in an empty cartridge and loss of insulin delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education, without transition to an alternative therapy. Investigation included review of device data and user interaction history. Investigation of this case revealed that an incomplete supply change left the cartridge empty, which led to elevated blood glucose until the issue was identified and addressed. It was concluded, based on previously established findings for similar reports, that user handling during supply change resulted in interruption of insulin delivery.